Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart. The customer's blood glucose level was 136 mg/dl at the time of incident. The customer reported replacing the battery seven times since saturday and continues to get the alarm. The customer states having to rewind, prime and replace settings. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected alarm, reset anomaly due to blank display. Pump had minor scratched display window.